Event description:
The customer reported via phone call that the insulin pump alarmed motor error during a prime. Customer's blood glucose level was 131 mg/dl. He was unable to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump passed the prime test, displacement test, rewind, basic occlusion test, occlusion test, and excessive no delivery alarm tests. No motor error alarm was noted. However, a corroded motor home switch was noted during the visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.